Event description:
Information received from the field does not address the patient's clinical status but notes that the atrial lead impedance I s >3000 ohms bipolar and there was trouble with sensing. The device was programmed to the unipolarr con- figuration and all thresholds, except for sensing, were in the normal range. The sensing threshold was 0.5 mv.